Manufacturer narrative:
(B)(4). Implanted on unknown date in 1996. Concomitant medical products: unknown, unknown natural knee femoral, unknown, unknown, unknown natural knee bearing, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02935, 0001822565 - 2018 - 02934.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays which indicates that there is significant posterior tibial slope. Anterior subluxation of the tibia with respect to the femur on the lateral film. Possible erosive changes of the inferior patella on the lateral film. No fractures observed. Osteopenia indicated. Left total knee arthroplasty with severe lateral compartment narrowing suggesting possible polyethylene wear. Varus anterior subluxation of the tibia with respect to the femur on the lateral film could suggest impending dislocation and dissociation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.